Event description:
It was reported that the insert was placed into tibial baseplate with proper surgical technique. After using insertion tools to seat the insert, the surgeon went to see if poly fully seated. It did not. Surgeon made three more attempts to clean the baseplate and reinsert the poly and it would not seat. Another poly was opened and used and it worked at the first attempt. No delay was reported. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned insert shows minor damage to the lock detail, more than likely from trying to force the insert to lock into the baseplate. A dimensional evaluation could not be completed due to the damage to the lock detail. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.